Event description:
Reportedly, the pt was admitted to emergency because the ICD involved in this MDR report delivered over 100 inappropriate shocks. The ICD was interrogated and it revealed that it was due to noise and ventricular oversensing. During the interrogation, two shocks were delivered and the physician had to apply a magnet to deactivate the ICD. The system was replaced (the ICD and the non sorin-lead) 2 days later. Although the incident may come from the lead, that physician wished an investigation of the ICD thus it was returned for analysis.

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.